Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is intermittently unresponsive to presses when the customer attempts to unlock the pump. During troubleshooting with tandem technical support the touchscreen was functioning as intended. In addition, it was reported that the wake button is intermittently not functional. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was 140 mg/dl. Customer will continueto use the pump for continued insulin therapy.